Event description:
A vaxcel dialysis catheter was placed for therapeutic purposes. During placement, the peel away sheath would not separate completely and as a result, split apart. The procedure was completed with the defective device.